Event description:
As reported, the window of a 6f exoseal vascular closure device (vcd) remained unchanged. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a3a, a4, b5, d10, g3, g6, h1, h2, h3 and h6. As reported, the window of a 6f exoseal vascular closure device (vcd) remained unchanged. There was no reported patient injury. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography at an insertion angle of 40 degrees. The vessel diameter was confirmed to be greater than 5mm, with no visible calcium or plaque, no nearby stent, and no stenosis >50% at or near the puncture site. The target femoral site had been previously closed with a closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The interventional procedure used a retrograde approach. An unknown cordis 6f sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling did not lock against the handle assembly, and no audible click was heard. No pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. Upon removal of the device from the patient, the indicator wire loop was deployed and visible. The exoseal vcd was attempted to be deployed outside the patient¿s body and it was deployed with a large force, but the indicator window did not change color. The patient was in normal condition after the procedure. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The guard locking simulation could not be performed due to the guard was received already locked condition. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not through analysis of the returned device since the device achieved successful deployment with window transition during the functional analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the window of a 6f exoseal vascular closure device (vcd) remained unchanged. There was no reported patient injury. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography at an insertion angle of 40 degrees. The vessel diameter was confirmed to be greater than 5mm, with no visible calcium or plaque, no nearby stent, and no stenosis >50% at or near the puncture site. The target femoral site had been previously closed with a closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The interventional procedure used a retrograde approach. An unknown cordis 6f sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling did not lock against the handle assembly, and no audible click was heard. No pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. Upon removal of the device from the patient, the indicator wire loop was deployed and visible. The exoseal vcd was attempted to be deployed outside the patient¿s body and it was deployed with a large force, but the indicator window did not change color. The patient was in normal condition after the procedure. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6. As reported, the window of a 6f exoseal vascular closure device (vcd) remained unchanged. There was no reported patient injury. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography at an insertion angle of 40 degrees. The vessel diameter was confirmed to be greater than 5¿mm, with no visible calcium or plaque, no nearby stent, and no stenosis >50% at or near the puncture site. The target femoral site had been previously closed with a closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The interventional procedure used a retrograde approach. An unknown cordis 6f sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling did not lock against the handle assembly, and no audible click was heard. No pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. Upon removal of the device from the patient, the indicator wire loop was deployed and visible. The exoseal vcd was not attempted to be deployed outside the patient¿s body. The patient was in normal condition after the procedure. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The guard locking simulation could not be performed due to the guard was received already locked condition. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not through analysis of the returned device since the device achieved successful deployment with window transition during the functional analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the window of a 6f exoseal vascular closure device (vcd) remained unchanged. There was no reported patient injury. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography at an insertion angle of 40 degrees. The vessel diameter was confirmed to be greater than 5 mm, with no visible calcium or plaque, no nearby stent, and no stenosis >50% at or near the puncture site. The target femoral site had been previously closed with a closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The interventional procedure used a retrograde approach. An unknown cordis 6f sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling did not lock against the handle assembly, and no audible click was heard. No pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. Upon removal of the device from the patient, the indicator wire loop was deployed and visible. The exoseal vcd was not attempted to be deployed outside the patient¿s body. The patient was in normal condition after the procedure. Other procedural details were requested but were not provided. The device will be returned for analysis.